Manufacturer narrative:
Received one speedband superview super 7 device returned for analysis with residue present indicating use. A visual examination of the ligator head found four bands were present and in proper position. Three bands had been deployed and were not returned. There was no issue with the ligator head. The suture was found intact and attached to the trip wire loop. The trip wire was noted to be bent and secured in the handle assembly slot. A functional evaluation of the handle was performed by turning the handle knob at 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. It is possible the trip wire was not tightened appropriately or the wire was not wound properly around the spool, which would cause the system timing to be incorrect ultimately impacting the deployment activity of the bands, however, it cannot be confirmed that the trip wire was not secured properly during use. Given the event description and condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, three bands had already been deployed and the fourth band was attempted to be released; however, the fourth band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
(B)(4). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an esophagogastroduodenoscopy (egd) with banding procedure performed on (B)(6) 2016. According to the complainant, during the procedure, three bands had already been deployed and the fourth band was attempted to be released; however, the fourth band failed to deploy. The procedure was completed with another speedband superview super 7 device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.